Event description:
Rptr stated she rec'd the er1 message but knew her blood glucose was high. Rptr did not retest. Rptr did not call health care professional but did give herself insulin. Rptr does not use color chart for comparison.